Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
No new information.

Event description:
The user facility reported that the response of the device was very slow and the accuracy off. The procedure was completed successfully; no medical intervention or adverse consequences were reported.